Event description:
It was reported that the pt underwent procedure on an unknown date to implant an anterior cervical plate and screws. Subsequent radiographs performed by the implanting surgeon identified screw back out with fracture of the locking tab of the acp plate. Pt is no longer being treated by this doctor. No further information is available.

Manufacturer narrative:
Device evaluation was not possible as no product was returned to the manufacturer. Limited information provided could not confirm revision has been performed. Review of radiographs provided was performed by v.p. Of engineering along with a medical professional and noted very excessive subsidence of the interbody into the endplate of the lowest vertebrae of the construct. The full allowable angulation of the caudal bone was reached and exceeded by this extreme subsidence, causing the screw to push out of the vertebra and into the plate locking rivet. Although the part number identity of the screw could not be determined, review of complaint history for the fixed (sdf) and variable (sdv) bone screw families used with the acp plate system did not identify a trend of screw backout.